Event description:
Patient needed ICD change out due to battery. The sprint fidelis lead was removed due to a advisory. Once the lead was removed it was noted that the lead was fractured. The patient did well and there were no complications.====================== health professional's impression======================there was a fracture in the insulation which could lead to noise on the lead and could cause an inappropriate discharge.